Manufacturer narrative:
Additional, changed, and/or corrected data: a5; b6; d6a;

Event description:
Patient reported left side pain, change in shape with signs of breast tightening, heat on the sides of the breasts associated with inflammation, and capsular contracture baker grade IV. Device remains implanted.

Event description:
Patient reported left side "capsular contracture baker grade unknown and pain." Patient later reported "pain, change in shape with signs of breast tightening, heat on the sides of the breasts associated with inflammation, and capsular contracture baker grade IV." Device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report 9617229-2023-10259. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, inflammation/irritation.